Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos was reviewed and the indicated failure mode for poor sleeve recovery with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported while using bd vacutainer® precisionglide¿ multiple sample needle there was poor sleeve function. Patient impact was not reported. The following information was provided by the initial reporter: blood exposure; the customer complained that blood was exposed inside the vacutainer holder during the blood collection. She said that the tube side needle's rubber slip of msn doesn't seem to have recovered. Unfortunately, the lot information of the blood collection needle is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd vacutainer® precisionglide¿ multiple sample needle there was poor sleeve function. Patient impact was not reported. The following information was provided by the initial reporter: blood exposure the customer complained that blood was exposed inside the vacutainer holder during the blood collection. She said that the tube side needle's rubber slip of msn doesn't seem to have recovered. Unfortunately, the lot information of the blood collection needle is unknown.